Event description:
The product was used during an ileocecal anastomosis procedure. Reportedly, a portion of the staple line did not form properly. The surgeon oversewed to complete the procedure. The hospital has reported no patient injury occurred.